Event description:
A us dist returned monitor sn (B)(4) indicating that it would not power on.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the monitor failed incoming functionality testing. Upon eval, there was corrosion on the connector j501, connector j502, and jtag table board. The cause of the inability to power is the corrosion. The root cause of the corrosion was liquid ingress. The root cause of the liquid ingress was unable to be positively identified. No adverse event resulted from the defective monitor.